Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The cuff was visually inspected, microscopically examined, and tested for leaks. Visual inspection revealed that the cuff had a pinhole proximal to its edge/seam consistent with wear at a corner of the fold; therefore, the cuff did not pass the leakage test. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because of the identified malfunction in the balloon component. Based on the information available and analysis results, the pinhole identified in the cuff could have caused or contributed to the reported clinical observation of the device not working properly; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed during which a crack in the connecting tube of the balloon was identified. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed during which a crack in the connecting tube of the reservoir was identified. All components were removed and replaced. No patient complications were reported.